Event description:
A malfunction was reported on a customer's pump, with no notable events occurring before the issue. It was unclear if the customer's blood glucose level was impacted as they declined to answer. The malfunction involved a resettable code, and technical support provided pump reset instructions. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappears.